Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective. The following information was provided by the initial reporter, translated from spanish to english: the catheter opens and causes damage to the blood vessel.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective. The following information was provided by the initial reporter, translated from spanish to english: the catheter opens and causes damage to the blood vessel.

Manufacturer narrative:
Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs from lot number 1111837. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.